Event description:
It was reported to boston scientific corporation that a zero tip basket device was about to be used during a lithotripsy procedure performed on (B)(6) 2023. During the procedure, the tip of the basket was found to be separated after unpacking the device. The procedure was completed with another zero tip basket device. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block d4, h4: the complainant was unable to report the lot number; therefore, the manufacture date and expiration date are unknown. Block e1: initial reporter city address: (B)(6). Block h6: imdrf device code a0401 captures the reportable event of basket wire break.

Event description:
It was reported to boston scientific corporation that a zero tip basket device was about to be used during a lithotripsy procedure performed on (B)(6) 2023. During the procedure, the tip of the basket was found to be separated after unpacking the device. The procedure was completed with another zero tip basket device. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block e1: initial reporter city address: (B)(6). Block h6: imdrf device code a0401 captures the reportable event of basket wire break. H2: additional information block d4 (lot number and expiration date) and h4 (manufacture date) have been updated based on the additional information received on january 17, 2024. Block h10: investigation results: the returned zero tip baskets was analyzed, and a visual evaluation noted that one basket wire was broken. Functional examination was performed, and the handle was actuated. Additionally, the basket was able to open and close. Microscopic examination was performed, and it was noticed that one basket wire was broken and not fully detached. With all the available information, boston scientific concludes that the reported event of basket wire break was confirmed. The basket wire break issue can be attributed to the material of the basket wire, and it was determined that this failure is inherent to the design of the product. During manufacturing the devices are inspected in order to confirm the basket legs are not crossed and no wires are broken, these steps of the process would have detected the encountered issue. Based on the investigation results, the most probable root cause of cause traced to device design was assigned to this investigation.